Manufacturer narrative:
The spacelabs technical support representative walked the user through restarting the exhibit central station (xcs) and the remaining beds returned. A sudden loss of all telemetry beds indicates a network disruption at the customer site. While most of the beds recovered on their own, the remaining beds did not recover until the xcs was restarted. While restarting the xcs resolved the issue, the cause of the reported failure to auto-recover could not be determined.

Event description:
The customer contacted spacelabs technical support to report that while monitoring telemetry patients on a xhibit central station, all tele beds went offline for a few seconds and returned, with an exception of ten beds that remained offline. There is no report of a patient death or injury associated with the failure.